Event description:
It was reported that a er320 jaw broke during a cholecystectomy. More information from affiliate. When the surgeon fired the applier, the jaw broke and the jaw disengaged. The jaw did not fall into the patient. There was no consequence to the patient.